Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based on the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time.

Event description:
Company rep reported that the band portion of the lap-band system has a "hole" in it, "under the buckle". The pt presented with "some issues last month" including "restriction issues" and "up and down with fluid". The entire lap-band system was explanted and replaced.